Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). After predilation, a 145mm guidezilla guide extension catheter was placed. A 3.50 x 16 synergy ii drug eluting stent (des) was advanced over the guide wire. However, when the stent delivery system (sds) exited the guide catheter, it was noted that the stent was no longer on the sds. A quick assessment revealed that the stent had embolized at the junction of the collar of the guidezilla extension catheter and guide catheter. The sds was withdrawn into the guide catheter and guidezilla and was inflated at 2 atmospheres for a total of 15 seconds just proximal to the embolized stent so as to expand the balloon to drag the stent back. The stent was withdrawn back through the guide catheter and subsequently from the patient exiting the tuohy along with the sds. The procedure was then completed with a 3.50 x 20mm synergy mr des leaving an excellent result. No patient complications were reported and the patient's status was stable the entire time.